Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, 2 weeks prior to this report, the pt experienced peritonitis. The cause of the peritonitis was unknown. On unreported date, the pt began treatment with fortaz (dose, frequency and route of administration not reported) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event and dianeal therapy was ongoing. Additional information was requested but was not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13d30020, h13g08029, h13h30047, h13h20055, h13j04064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).